Event description:
It was reported that during a procedure the drill was heating up within a minute of use. The drill became too warm to hold so the doctor switched it out with another drill. The second drill also heated up. At that point they decided to switch out the console as they believed the console was causing the drills to heat up. They tested both drills with the console and both worked fine and did not heat up. The devices are still in use and will not be returned for evaluation. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Information received may 21, 2014 evaluation of concomitant device, ec300 ipc, s/n (B)(4): service and repair could not duplicate customer's issue. The unit was examined by qe's and did not observe any overheating issues. Possible issue would be with the handpiece. However, item software was upgraded to current specifications. Unit was tested and passed all manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ID#ec300, legend master console, sn# (B)(4), lot# 73729800. (B)(4). No devices are being returned. Method: no testing methods performed.